Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging multiple loss of prime issue. The meter reportedly tested high and the patient experienced symptoms of nausea, vomiting and was extremely tired. The patient reportedly remained on the pump. This complaint is being reported because the patient experienced an adverse event due to training misuse error as the patient was not using the cartridge per instructions for use.